Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user describes a rash excoriation to the peristomal skin 360 degrees under both the mass and the adhesive tape collar. She reports this issue began approximately 1 to 2 weeks ago. She has been hospitalized, however the end user was not clear as to why she was hospitalized whether it was due to the peristomal issue or that she fell off the bed and is very badly bruised. Since hospitalization most of the issue has cleared except for the 6 o'clock position in which she reports blisters are present. End user was diagnosed with a fungal rash and prescribed diflucan as well as cortisone cream.